Event description:
It was reported that the x-ray tube was arcing and noisy. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty x-ray tube. System is operating as intended.